Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data was collected from the device memory and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 6947-65 lead, implanted: (B)(6) 2009; 4193-88 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had fractured with high thresholds and high impedance. The lead was reprogrammed until it could be revised. The lead was extracted and a new lead was implanted. It was further reported that during the rv lead extraction, the rv lead could not be removed without removing the right atrial (ra) lead due to lead-on-lead binding adhesions. The ra lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.